Event description:
The patient's right hip was revised due to a loose pca cup. The stem was well fixed and remained implanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 49mm pca cup. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.